Event description:
Customer was receiving erratic readings. Glucose controls were sent. The customer performed gluocse control tests and received a result of 5mg/dl. Previous test resuulted in a reading of 3mg/dl. A request was made for the return of the suspect device and replacement product was sent.